Event description:
Reported alleged obtaining discrepant back to back blood glucose results of 70 mg/dl, 129 mg/dl and 87 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.